Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting agency in (B)(4). A lot history review (lhr) of reax0101 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the dual lumen catheter presented disconnection of one path/lumen of the connector. No other information was provided.